Manufacturer narrative:
(B)(4). The device was received the upper jaw damaged at the proximal side. The device was connected to the generator and it did activated. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. The instrument was disassembled and no evidence was found as to what could have contributed to the activation issues. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch

Event description:
It was reported that during a segment six liver resection with umbilical hernia repair, after working at first, the activation button stopped working during the procedure. The closing handle still moved the jaw. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.